Manufacturer narrative:
No explants were made available for analysis; however, review of the x-ray provided confirmed the reported failures. It was also observed that the non-seaspine pedicle screws had also pulled out from the bone in the postoperative period. Discussions with the distributor representative confirmed the patient was revised on (B)(6) 2022. It was also reported that the patient has osteoporosis and the surgeon does not suspect the failure to be hardware related. Review of labeling (IFU): possible adverse events: like other spinal system implants, the following adverse events are possible. This list is not exhaustive: delayed union or nonunion (pseudarthrosis), loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
A patient underwent spinal surgery consisting of seaspine's regatta interbody and regatta plate systems. The index surgery date is unknown. Seaspine was made aware on (B)(6) 2022 that the regatta interbody migrated and the regatta plate and screws pulled out and away from the vertebral body two weeks postoperatively.